Manufacturer narrative:
Based on the claim against the product by the customer noting limited articulation, an investigation is in progress to determine the cause of this reported event. The product has not been returned for failure analysis testing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that there were missing components from the suction irrigation, and it is unknown if a fragment fell inside the patient during a da vinci assisted procedure. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigation had limited articulation when inserted into the patient due to missing components on the distal tip. It is unknown if a fragment fell into the patient. Intuitive surgical, inc. (Isi) is attempting follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator was analyzed and found to have a dislodged snake wrist. Failure analysis was unable to remove the stuck reducer returned with the instrument. A review of the log shows no errors. No damage found on the reducer. The complaint regarding the tip was displaced prohibiting movement was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.